Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occured. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, initially the patient stated they lost consciousness (loc) and the cgm value was 40 mg/dl. No bg value was obtained. She remembered a few details, and no other details or symptoms were documented at the time of the loc. Her spouse called emergency medical services (ems) and she was transported to the emergency room (ER) where she was treated with intravenous (IV) fluids and IV antibiotics (including ampicillin). Other medical conditions at the time of the event were not documented, and the rationale for the IV antibiotics was not provided. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.